Event description:
Patient reported that the device generated a blood glucose result of 723 mg/dl. The device's numeric reading range is 10 mg/dl - 600 mg/dl.; values > 600 mg/dl should display as "hi." Patient indicated that no action was taken based on this result. No patient injury was reported and no treatment was received. While on the line with technical support, patient ws instructed to do a display test. Patient indicated that segments are missing in the 100's column display. Technical support requested the return of the suspect product and replacement product was shipped.